Event description:
Event report from FDA (mw5164217). It was reported that both leads of a dual chamber ICD showed reproduceable oversensensing signals during an inhouse follow-up.

Manufacturer narrative:
As no information was provided and as the model and the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.